Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Device evaluation a sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seals both broken. The top case corners were observed to be chipped and the bottom case by the l-bracket was found cracked. A review of the pump event history log found evidence of primary audible alarm background test in the history. Functional testing was performed using the power up process and occlusion test. Testing was unable to duplicate the reported problem. The speaker was replaced as a preventative measure. No root cause could be determined as the complaint could not be confirmed. A corrective and preventive action was opened for the primary audible alarm background test problem.

Event description:
Information was received indicating that while in use of a smiths medical medfusion pump, a system advisory error-contact biomed was exhibited and stopped infusing. No adverse effects were reported.